Event description:
It was reported to philips that the system could not perform fluoroscopy or exposure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the procedure was completed by restarting the device. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log file identified the error which indicates the room temperature was too low. The fse adjusted temperature of air conditioning to suitable range. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.